Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not reproduce the customer reported complaint. As a precaution, the fse replaced the integrated electro surgical unit (iesu/erbe). The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint but analysis has not yet been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and no error logs were found related to the complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0088. This complaint is being reported as a reportable malfunction event due to the following conclusion: the customer switched to another generator after the start of the procedure due to ground connectivity issue with the erbe. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy- malignant surgical procedure, the integrated electrosurgical unit (iesu/erbe) grounding pad had issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information on 24-may-2022: the customer tried several dual-pad grounding, but there was no ground connectivity (red indicator). The issue occurred prior to start, post anesthesia and ports were placed. The procedure was completed robotically with a backup generator and there was no patient injury. The procedure was delayed by 10 minutes. The field service engineer (fse) could not reproduce the customer reported complaint during the field visit.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Failure analysis investigation results can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could no reproduce the reported failure that the 'erbe grounding pad not recognized'. The iesu energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.